Manufacturer narrative:
(B)(4) date sent: 7/18/2016. Batch # na attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a revascularization infarction-heart surgery in dissection of the mammary artery procedure, the clipper with misaligned jaws, it formed crossed clips. Prolene suture was used to make the repairing. There were no adverse consequences for the patient.